Event description:
The customer reported an issue with the insulin gauge displaying a different amount than expected, specifically showing a fill estimate of 95 units instead of the anticipated 260 units. There was no adverse impact to the customer¿s blood glucose level. Technical support provided education on removing air from the cartridge before filling it. Customer continued to use the existing cartridge.